Event description:
It was reported that oversensing due to noise was observed. The system was explanted and replaced with a pacemaker system. The patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.